Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available. And we are not able to determine the root casue of this event.

Event description:
Clinical study. One year after a coronary artery drug eluting stenting procedure, the pt experienced a target vessel reintervention (tvr). Two days before the tvr, the pt presented with symptoms of chest discomfort and complained of some dyspepsia-type symptoms. The lesion being tretaed in the index procedure was a 3.75, 70% stenosed, 16mm long portion of the proximal left anterior descending artery (prox lad). The physician treated the lesion with successful placement of a taxus express2 8.8% 3.50x20mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on aspirin and plavix. One year after the initial procedure, the pt required a tvr for in-stent focal restenosis. The physician successfully placed a johnson & johnson cypher stent in the prox lad. The pt was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.